Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, time was off by 10 minutes. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1 initial reporter facility- (B)(6) university. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-aug-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system time was inaccurate by approximately 10 minutes. A technical support specialist (tss) performed troubleshooting using knowledge articles device time is incorrect and time is incorrect on console or station - correct time manually. From the command shell, the time zone was verified using tzutil g and confirmed to be set to eastern standard time (est), and the system time was then manually corrected using the time command. The system functioned as intended after the technical support specialist troubleshot the device.